Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a pretest, the foley catheter balloon burst. No materials were possibly there in contact with the catheter. It was noted that the catheter was not pulled.

Event description:
It was reported that during a pretest, the foley catheter balloon burst. No materials were possibly there in contact with the catheter. It was noted that the catheter was not pulled. Per sample evaluation results received on (B)(6) 2023, it was noted that the tear was presented on the inflation arm of the catheter.

Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Received two (2) photo samples. Both photo samples showcase a 2-way catheter with cut portion of inlet tubing. Visual evaluation noted received a 2-way catheter with cut portion of inlet tubing and a straight tipped syringe. Visual inspection noted no presence of balloon burst but there was a large tear measuring 0.3760" found on the inflation arm of the catheter. A review of the device history record was not necessary due to the reported event being unconfirmed. Risk, labelling, and DHR review is not required as no lot number was reported for this investigation. Corrections: d h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.